Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an 840 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the event. It was reported that the biomedical engineer ran extended self-testing and the ventilator passed. The medtronic technical support engineer suggested that the biomedical engineer call back if they could replicate the problem or if he wanted the unit serviced.